Event description:
The user facility reported that while detaching the leg section from a 4085 table, the x-ray top fell, bruising a surgical technician's foot. The facility will not provide any further information regarding the injured employee¿s status. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the 4085 table and found the washer inserts securing the x-ray top to the table were missing. The technician replaced the leg section of the table top, tested the table with an x-ray top attached and confirmed the table was operational. No further issues have been reported.